Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture.the device has been explanted. This relates to the right side.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported rupture.the device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken in posterior side assessed as fold flaw opening and missing piece of shell assessed as inconclusive. Additional observations: ¿ observed non penetrating nicks on the device. ¿ observed creases on the device. ¿ red particles observed in the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the right side.